Event description:
The customer reported that the (B)(4) workspace would produce different results for a digitalized block when the pt orientation is defined as (B)(4) in the plan properties. No serious injury to the pt was reported, as this event was observed during treatment planning.

Manufacturer narrative:
The actual device involved in the incident was evaluated. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.